Manufacturer narrative:
This report is for an unknown reamer-irrigator-aspirator (ria) device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: richards j. Et al (2011), the association of reamed intramedullary nailing and long-term cognitive impairment, journal of orthopaedic trauma, volume 25, number 12, pages 707-713, (USA). The purpose of this study was to examine the association of a reamed imn and long-term cognitive impairment 1 year after injury in adult trauma intensive care unit (ticu) survivors. Between july 2006 and july 2007, 173 patients with multiple trauma (injury severity score greater than 15) who presented to a level I trauma intensive care unit without evidence of intracranial hemorrhage were included in the study. A total of 108 were available for neuropsychologic evaluation at 1-year follow-up. 18 patients (9 males and 9 females with a mean age of 42.7 years) who sustained a long-bone fracture of the femoral or tibial shaft received a reamed intramedullary nailing (imn). 2 of these patients were managed using an unknown synthes reamer-irrigator-aspirator device and both underwent early fracture care. Patients were evaluated approximately 12 months after hospital discharge with a battery of neuropsychologic instruments. Cognitive impairment was defined as having two neuropsychologic test scores 1.5 standard deviations (sds) below the mean or one neuropsychologic test score 2 sds below the mean. Complications were reported as follows: 1 patient was noted to have demonstrated long-term cognitive deficits. This report is for one (1) unknown synthes reamer-irrigator-aspirator (ria) device. This is report 1 of 1 for (B)(4).